Event description:
On a previous hospitalization, I suffered blistering underneath a tegaderm bandage that was placed over the IV. The nurse told me that I was probably allergic to tegaderm. I did not have any reason to use tegaderm until 2009, when I was hospitalized with disseminated shingles. The nurse started an IV and within minutes, I again suffered severe blistering under the tegaderm. The nurse ignored me when I told her, I was allergic to tegaderm and started another IV - which blistered. It was the 3rd IV and tegaderm placement that I suffered 3 large blisters each the size of half dollars. The tegaderm was removed - but the area became severely infected - requiring another week of hospitalization and a PICC line so that I could administer vancomycin to myself for another 5 weeks. I now must undergo plastic surgery and skin grafts to fix the large hole that is left in my arm. I contacted 3m, but I did not hear from them until I emailed again and then they sent me a form to be reimbursed for 1 doctor visit - less what the insurance paid - I have searched the internet and find the many folks are experiencing the same adverse reaction to tegaderm - what can be done to warn people of this horrible adverse reaction? I have medical documents and photos that clearly define that this was all due to adverse reaction to tegaderm. Please help me warn others, so they do not have to go through what myself and other have gone through.